Event description:
Add'l info rec'd from MFR 6/15/01: the filshie clip is an implant and was not available for investigation. It is important to note that the MFR, femcare, strongly recommends the applicators used for the procedure are to be service/calibrated annually or every 100 procedures. It was noted that 2 applicators had been purchased in 4/98, and 4/99, and had never been serviced. The direction to proceed was to retrieve these applicators and forward them to femcare for investigation. It is also important to note the failure rate is 1 to 3 per 1000 and is higher for post partum procedures at 7 to 9 per thousand.

Event description:
Pregnancy after tubal ligation. Ligation done immediately after delivery. Pt has undergone another tubal ligation where it was found that only one clip was in place.